Event description:
It was reported that externalized conductors on the flexion point above the rv coil were observed when an asymptomatic presented for a generator change out. No electrical anomalies were detected. Lead remains implanted. No decision has been made yet for extraction.

Manufacturer narrative:
.